Event description:
It was reported that pin holes were observed in the packaging of (B)(4). No adverse consequences were reported.

Manufacturer narrative:
There were a number of items associated with this complaint. It can be confirmed from visual inspection that product packaging is damaged. Other complaints have been received reporting similar events. A secondary polybag has been introduced into the packaging configuration of these products to address this issue.